Event description:
Reportedly, during the implant procedure of the subject paradigm 8450 (sn (B)(4)), connection issues utilizing the screwdriver packaged with the device were incurred with the left ventricular channel. Another screwdriver was used instead. The screwdriver is returned for analysis.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.